Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "lead integrity alert triggered by t-wave oversensing" journal of innovations in cardiac rhythm management. 2020; 11(2):3983-3985. Doi: 10.19102/icrm.2020.110204. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications/product performance issues using an implantable defibrillation lead. The article reports one patient who experienced an inappropriate shock. A lead integrity alert (lia) triggered due to t-wa ve oversensing (twos) and the author stated, "frequent short v¿v intervals (<140 ms) attributed to pvcs [premature ventricular contractions] following twos." The lead was reprogrammed. The status/disposition of the lead appears to be still in use. No fur ther patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.